Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information. A direct relationship between the lvad and the reported event could not be determined as the pump remains in use supporting the patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient has bacteremia and is currently on antibiotics (rifampin) due to continuing issues with infection. Patient is currently discharged and being worked up for gastric bypass so as to be listed for transplant.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the pt was readmitted into the hospital due to fever and purulent drainage from the subcostal incision site from the recent pump exchange (reference MFR #0002916596-2014-00838). The pt was placed on IV antibiotics and discharged on (B)(6) 2014.